Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that the patient did not experience adequate stimulation anymore after falling down by bike. The event resulted in an unscheduled clinic or office visit. The device was interrogated and found no abnormalities. Imaging was performed which found no dislocation of the system. The device was reprogrammed. The outcome was resolved without sequelae. Etiology was not related to the device, therapy or implant procedure. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID 3877-45 ,lot# 0202634615; implanted: (B)(6) 2015, explanted: (B)(6) 2020. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the whole system was replaced on (B)(6) 2020. The event resulted in in-patient or prolonged hospitalization. The outcome was resolved without sequelae on (B)(6) 2020.

Manufacturer narrative:
Concomitant medical products: product ID: 3877-45, lot# 0202634615, implanted: (B)(6) 2015, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study via a company representative (rep) reporting that on x-ray it was not 100% sure if the lead migrated. One physician confirmed a very little migration and the other physician didn¿t see any migration.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the patient did not feel the stimulation in the right pain field (leg) anymore. It was possible that the lead migrated a little, further stated lead migration/dislodgement. After reprogramming the problem was partly solved. The patient came in on october 21 and they still did not have adequate stimulation in the pain region. It was planned for a replacement of the whole system. Etiology was possible related to the device or therapy. The outcome was ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.